Manufacturer narrative:
As reported the eptfe layer was damaged. And although there was no patient injury reported, there was a void in the eptfe that went undetected. There is a potential for an adverse patient outcome. To date the sample has not been returned, we cannot confirm if the eptfe lay was damaged. A review of the manufacturing records of the reported lot number showed no anomalies. Based on the available information and the device not being returned for evaluation, we are unable to confirm the reported product problem. This MDR included all patient event and device information davol has received to date. If additional information is obtained and/or the device is returned for evaluation, a follow up MDR will be submitted.

Event description:
The following was reported to davol: as reported the eptfe layer was damaged during insertion/manipulation. The contact indicated that this caused a break in the eptfe layers. It was noted by the surgeon, and the device was removed from the site. There was no patient injury as a result of this event.